Manufacturer narrative:
The other relevant components include: product ID neu_unknown_prog, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 information was received from the patient that indicated that the pump was implanted for severe spasticity and the "pump has not solved problem yet....2 weeks of regret so far". Additional information received reported that there was no device concern change in therapy when the patient was asked to clarify what was meant by "pump has not solved problem yet". The patient had notified their managing physician about the issue on (B)(6) 2015, (B)(6) 2016. The patient first started to experience the issue 48hours after installed. Per the patient the circumstances that led to the issue was required to change old device out. The symptoms the patient experienced were continual spasms, no relief. The steps taken to resolve the issue was old rx pills and test device fully on (B)(6) 2016. The issue has somewhat been resolved. When asked what medication was in the pump at the time of the reported issue the patient indicated to check with physician. Additional information was received from a consumer receiving intrathecal baclofen and morphine. The patient&#62688;pump replacement caused a bad reaction to [illegible] and failed to remove pain and spasms in legs. The patient notified the health care provider (hcp) about the issue. The patient first started experiencing the issue on (B)(6) 2016. The circumstances that led to the issue were a change in pump/new pump. The patient had taken multiple visits to the hcp so far, and the issue had not been resolved. Additional information was received from a consumer and a business partner. It was noted that the [illegible] word was meds. "The replacement caused bad reaction to meds." On (B)(6) 2016, the patient reported that the issues were not caused by the pump because "the right dosage of medication was not put in at the fill" and "they didn't calibrate the right amount to be delivered." The patient confirmed that the pump was not changed out but they did take out the old medicine and put in "new medicine-baclofen." She also confirmed that the pump also contained morphine. At that time, she also reported no symptoms and "all is working fine now." As of (B)(6) 2016, the patient reported the pump had not solved the problem. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.